Manufacturer narrative:
The device was discarded by the hospital and will not be returned. As no further information is expected the investigation is completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during the explant of this cardiac resynchronization therapy defibrillator (crt-d) the physician reported having issues removing the defibrillation, right atrial and left ventricular leads from the header. As a result, the physician broke the header to remove the leads. Blood was also noted in the header. It was later reported by the patient and confirmed by the physician that when the header was broke to remove the leads the patient went into asystole, duration was not known, and this external pacing. The field representative was not aware of this issue because they were not present at this procedure.